Event description:
Medtronic received info that after 3 ablations in different locations around the right pulmonary veins, a small hole was noted in the left atrium, which was repaired with a suture. No other adverse pt effects were reported.

Manufacturer narrative:
(B)(4): evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined, but may be related to user technique. Analysis: upon receipt at medtronic's quality laboratory, visual inspection revealed no outward signs at damage or abnormalities. The unit was attached to a 300 mm/hg saline pressure cuff and saline irrigated evenly through both jaws. The unit was attached to a 68000 generator and run through several gauze tests. Ablation times were within the normal range, from 15-19 seconds, with no error or impedance messages displayed. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Analysis determined that the unit functioned normally in the laboratory setting.